Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe would not cut before vitrectomy surgery. The surgery was successfully completed after replacing the product with another one. There was no information about the patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Five opened probes, with tip protector, in a tray were received. Sample 1: the sample was visually inspected and found to be nonconforming with clear/white foreign material around port face and on the welded cap. Port face was smashed and needle was bent at the stiffener. No functional testing could be performed due to the probe port smashed condition. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at several locations on the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port, inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample 4: the sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port, inside the port and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and top o-ring are all intact. Bottom o-ring has inner diameter damage. Sample 5: the lot obtained from the radio frequency identification reading was not within the reported lot number. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that sample 2 and 3 probe had a cut failure and sample 4 was conforming for cut. The cut failure cannot be confirmed from sample 1 due to port smashed condition. The root cause of not cutting of sample 2 cannot be determined. The root cause for the no cutting of sample 3 is excessive use of probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu (direction for use), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time due to the observed cut failure of sample 3 was due to excessive use of the probe by the user and sample 4 was conforming for cut. The root cause of cut failure of sample 1 and 2 cannot be determined. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).